Event description:
User facility reported via medwatch form that, while moving the disposable novasure device "side to side and up and down to determine cavity width, there was a sudden give sensation and device was removed". Hysteroscopy confirmed a uterine perforation with minimal bleeding noted. Pt went to the recovery room in stable condition. No additional info available.

Manufacturer narrative:
The lot number/serial number was not provided; therefore, an investigation or review of the device history record for the device was not able to be performed. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall, it (cia alarm) is an indicator only, and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.